Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device breakage ('travelling parts of the broken product inside the body'), perforation ('organ tearing'), device dislocation ('migration of the implant'), ectopic pregnancy with contraceptive device ('placement failure of implant that led to ectopic pregnancy'), foetal death ('foetal deaths'), stillbirth ('death baby delivery'), premature rupture of membranes ('early bag breakage'), premature delivery ('premature delivery') and abdominal pain ('serious abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "placement failure of implant that led to ectopic pregnancy". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), foetal death (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), abdominal pain (seriousness criterion medically significant), abnormal uterine bleeding ("abnormal uterine bleedings"), intra-abdominal fluid collection ("significant abdominal liquid retention"), autoimmune disorder ("autoimmune response to metal or to pet fibers"), systemic lupus erythematosus ("lupus"), sjogren's syndrome ("sjoegren syndrome"), dementia ("dementia"), dyspareunia ("dyspareunia"), allergy to metals ("chronic systemic reactions to metal"), device allergy ("chronic systemic reactions to pet fibers"), rash ("signs and symptoms of rash"), arthritis ("arthritis"), chronic fatigue syndrome ("chronic fatigue syndrome"), loss of libido ("lack of sexual appetite"), alopecia ("hair loss"), device expulsion ("expulsion of the implant"), dental caries ("tooth decay"), tooth fracture ("tooth breakage or loss of dental parts"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), complication of device insertion ("placement failure of implant"), mental disorder ("psychological problems"), heavy menstrual bleeding ("heavy bleeding during periods"), back pain ("back ache") and hypersensitivity ("allergy"), was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and underwent abortion induced ("induced abortion"). The patient was treated with surgery (organ removal). At the time of the report, the pelvic pain, device breakage, perforation, device dislocation, ectopic pregnancy with contraceptive device, foetal death, stillbirth, premature rupture of membranes, premature delivery, abdominal pain, abnormal uterine bleeding, intra-abdominal fluid collection, autoimmune disorder, systemic lupus erythematosus, sjogren's syndrome, dementia, dyspareunia, allergy to metals, device allergy, rash, arthritis, chronic fatigue syndrome, loss of libido, alopecia, abortion induced, device expulsion, tooth fracture, endometriosis, adenomyosis, complication of device insertion, mental disorder, heavy menstrual bleeding, back pain and hypersensitivity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal pain, abnormal uterine bleeding, abortion induced, adenomyosis, allergy to metals, alopecia, arthritis, autoimmune disorder, back pain, chronic fatigue syndrome, dementia, dental caries, device allergy, device breakage, device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, foetal death, heavy menstrual bleeding, hypersensitivity, intra-abdominal fluid collection, loss of libido, mental disorder, pelvic pain, perforation, premature delivery, premature rupture of membranes, rash, sjogren's syndrome, stillbirth, systemic lupus erythematosus and tooth fracture to be related to essure. The reporter commented: this summary legal case refers to multiple patients including the patient of this case. The lawyer has analyzed the damage caused by essure in his clients and the symptoms that they are suffering from (unspecified for the single cases) such as, chronic pelvic pain, abnormal uterine bleedings, dyspareunia (pain during sexual intercourse), significant abdominal liquid retention, chronic systemic reactions or autoimmune response to metal or to pet fibers, like the signs and symptoms of rash, lupus, dementia, arthritis, chronic fatigue syndrome, sjögren syndrome and lack of sexual appetite. Hair loss, placement failure of implant that led to ectopic pregnancy, death baby delivery, induced abortion, early bag breakage, premature delivery and foetal deaths, migration and expulsion of the implant, tooth decay, tooth breakage or loss of dental parts, endometriosis and adenomyosis, among others. The reporter considered all events related to suspect product. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device breakage ('travelling parts of the broken product inside the body'), perforation ('organ tearing'), device dislocation ('migration of the implant'), ectopic pregnancy with contraceptive device ('placement failure of implant that led to ectopic pregnancy'), foetal death ('foetal deaths'), stillbirth ('death baby delivery'), premature rupture of membranes ('early bag breakage'), premature delivery ('premature delivery') and abdominal pain ('serious abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "placement failure of implant that led to ectopic pregnancy". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), foetal death (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), abdominal pain (seriousness criterion medically significant), abnormal uterine bleeding ("abnormal uterine bleedings"), intra-abdominal fluid collection ("significant abdominal liquid retention"), autoimmune disorder ("autoimmune response to metal or to pet fibers"), systemic lupus erythematosus ("lupus"), sjogren's syndrome ("sjoegren syndrome"), dementia ("dementia"), dyspareunia ("dyspareunia"), allergy to metals ("chronic systemic reactions to metal"), device allergy ("chronic systemic reactions to pet fibers"), rash ("signs and symptoms of rash"), arthritis ("arthritis"), chronic fatigue syndrome ("chronic fatigue syndrome"), loss of libido ("lack of sexual appetite"), alopecia ("hair loss"), device expulsion ("expulsion of the implant"), dental caries ("tooth decay"), tooth fracture ("tooth breakage or loss of dental parts"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), complication of device insertion ("placement failure of implant"), mental disorder ("psychological problems"), heavy menstrual bleeding ("heavy bleeding during periods"), back pain ("back ache") and hypersensitivity ("allergy"), was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and underwent abortion induced ("induced abortion"). The patient was treated with surgery (organ removal). At the time of the report, the pelvic pain, device breakage, perforation, device dislocation, ectopic pregnancy with contraceptive device, foetal death, stillbirth, premature rupture of membranes, premature delivery, abdominal pain, abnormal uterine bleeding, intra-abdominal fluid collection, autoimmune disorder, systemic lupus erythematosus, sjogren's syndrome, dementia, dyspareunia, allergy to metals, device allergy, rash, arthritis, chronic fatigue syndrome, loss of libido, alopecia, abortion induced, device expulsion, tooth fracture, endometriosis, adenomyosis, complication of device insertion, mental disorder, heavy menstrual bleeding, back pain and hypersensitivity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abdominal pain, abnormal uterine bleeding, abortion induced, adenomyosis, allergy to metals, alopecia, arthritis, autoimmune disorder, back pain, chronic fatigue syndrome, dementia, dental caries, device allergy, device breakage, device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, foetal death, heavy menstrual bleeding, hypersensitivity, intra-abdominal fluid collection, loss of libido, mental disorder, pelvic pain, perforation, premature delivery, premature rupture of membranes, rash, sjogren's syndrome, stillbirth, systemic lupus erythematosus and tooth fracture to be related to essure. The reporter commented: this summary legal case refers to multiple patients including the patient of this case. The lawyer has analyzed the damage caused by essure in his clients and the symptoms that they are suffering from (unspecified for the single cases) such as, chronic pelvic pain, abnormal uterine bleedings, dyspareunia (pain during sexual intercourse), significant abdominal liquid retention, chronic systemic reactions or autoimmune response to metal or to pet fibers, like the signs and symptoms of rash, lupus, dementia, arthritis, chronic fatigue syndrome, sjögren syndrome and lack of sexual appetite. Hair loss, placement failure of implant that led to ectopic pregnancy, death baby delivery, induced abortion, early bag breakage, premature delivery and foetal deaths, migration and expulsion of the implant, tooth decay, tooth breakage or loss of dental parts, endometriosis and adenomyosis, among others. The reporter considered all events related to suspect product. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2021: the follow information were included new lawyer's reporter, consumer's reported updated, abdominal pain, psychological disorder nos, heavy menstrual bleeding, back ache, allergy nos, device breakage, perforation of organ based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('migration of the implant'), ectopic pregnancy with contraceptive device ('placement failure of implant that led to ectopic pregnancy'), foetal death ('foetal deaths'), stillbirth ('death baby delivery'), premature rupture of membranes ('early bag breakage'), premature delivery ('premature delivery'), uterine haemorrhage ('abnormal uterine bleedings'), intra-abdominal fluid collection ('significant abdominal liquid retention'), autoimmune disorder ('autoimmune response to metal or to pet fibers'), systemic lupus erythematosus ('lupus') and dementia ('dementia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "placement failure of implant that led to ectopic pregnancy". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), foetal death (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), intra-abdominal fluid collection (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), sjogren's syndrome ("sjoegren syndrome"), dementia (seriousness criterion medically significant), dyspareunia ("dyspareunia"), allergy to metals ("chronic systemic reactions to metal"), device allergy ("chronic systemic reactions to pet fibers"), rash ("signs and symptoms of rash"), arthritis ("arthritis"), chronic fatigue syndrome ("chronic fatigue syndrome"), loss of libido ("lack of sexual appetite"), alopecia ("hair loss"), device expulsion ("expulsion of the implant"), dental caries ("tooth decay"), tooth fracture ("tooth breakage or loss of dental parts"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and complication of device insertion ("placement failure of implant"), was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and underwent abortion induced ("induced abortion"). At the time of the report, the pelvic pain, device dislocation, ectopic pregnancy with contraceptive device, foetal death, stillbirth, premature rupture of membranes, premature delivery, uterine haemorrhage, intra-abdominal fluid collection, autoimmune disorder, systemic lupus erythematosus, sjogren's syndrome, dementia, dyspareunia, allergy to metals, device allergy, rash, arthritis, chronic fatigue syndrome, loss of libido, alopecia, abortion induced, device expulsion, tooth fracture, endometriosis, adenomyosis and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abortion induced, adenomyosis, allergy to metals, alopecia, arthritis, autoimmune disorder, chronic fatigue syndrome, dementia, dental caries, device allergy, device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, foetal death, intra-abdominal fluid collection, loss of libido, pelvic pain, premature delivery, premature rupture of membranes, rash, sjogren's syndrome, stillbirth, systemic lupus erythematosus, tooth fracture and uterine haemorrhage to be related to essure. The reporter commented: this summary legal case refers to multiple patients including the patient of this case. The lawyer has analyzed the damage caused by essure in his clients and the symptoms that they are suffering from (unspecified for the single cases) such as, chronic pelvic pain, abnormal uterine bleedings, dyspareunia (pain during sexual intercourse), significant abdominal liquid retention, chronic systemic reactions or autoimmune response to metal or to pet fibers, like the signs and symptoms of rash, lupus, dementia, arthritis, chronic fatigue syndrome, sjögren syndrome and lack of sexual appetite. Hair loss, placement failure of implant that led to ectopic pregnancy, death baby delivery, induced abortion, early bag breakage, premature delivery and foetal deaths, migration and expulsion of the implant, tooth decay, tooth breakage or loss of dental parts, endometriosis and adenomyosis, among others. The reporter considered all events related to suspect product. No lot number or device sample was received in this case. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device dislocation ('migration of the implant'), ectopic pregnancy with contraceptive device ('placement failure of implant that led to ectopic pregnancy'), foetal death ('foetal deaths'), stillbirth ('death baby delivery'), premature rupture of membranes ('early bag breakage'), premature delivery ('premature delivery'), uterine haemorrhage ('abnormal uterine bleedings'), intra-abdominal fluid collection ('significant abdominal liquid retention'), autoimmune disorder ('autoimmune response to metal or to pet fibers'), systemic lupus erythematosus ('lupus') and dementia ('dementia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "placement failure of implant that led to ectopic pregnancy". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), foetal death (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant), premature rupture of membranes (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), intra-abdominal fluid collection (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), sjogren's syndrome ("sjoegren syndrome"), dementia (seriousness criterion medically significant), dyspareunia ("dyspareunia"), allergy to metals ("chronic systemic reactions to metal"), device allergy ("chronic systemic reactions to pet fibers"), rash ("signs and symptoms of rash"), arthritis ("arthritis"), chronic fatigue syndrome ("chronic fatigue syndrome"), loss of libido ("lack of sexual appetite"), alopecia ("hair loss"), device expulsion ("expulsion of the implant"), dental caries ("tooth decay"), tooth fracture ("tooth breakage or loss of dental parts"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and complication of device insertion ("placement failure of implant"), was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and underwent abortion induced ("induced abortion"). At the time of the report, the pelvic pain, device dislocation, ectopic pregnancy with contraceptive device, foetal death, stillbirth, premature rupture of membranes, premature delivery, uterine haemorrhage, intra-abdominal fluid collection, autoimmune disorder, systemic lupus erythematosus, sjogren's syndrome, dementia, dyspareunia, allergy to metals, device allergy, rash, arthritis, chronic fatigue syndrome, loss of libido, alopecia, abortion induced, device expulsion, tooth fracture, endometriosis, adenomyosis and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered abortion induced, adenomyosis, allergy to metals, alopecia, arthritis, autoimmune disorder, chronic fatigue syndrome, dementia, dental caries, device allergy, device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, foetal death, intra-abdominal fluid collection, loss of libido, pelvic pain, premature delivery, premature rupture of membranes, rash, sjogren's syndrome, stillbirth, systemic lupus erythematosus, tooth fracture and uterine haemorrhage to be related to essure. The reporter commented: this summary legal case refers to multiple patients including the patient of this case. The lawyer has analyzed the damage caused by essure in his clients and the symptoms that they are suffering from (unspecified for the single cases) such as, chronic pelvic pain, abnormal uterine bleedings, dyspareunia (pain during sexual intercourse), significant abdominal liquid retention, chronic systemic reactions or autoimmune response to metal or to pet fibers, like the signs and symptoms of rash, lupus, dementia, arthritis, chronic fatigue syndrome, sjögren syndrome and lack of sexual appetite. Hair loss, placement failure of implant that led to ectopic pregnancy, death baby delivery, induced abortion, early bag breakage, premature delivery and foetal deaths, migration and expulsion of the implant, tooth decay, tooth breakage or loss of dental parts, endometriosis and adenomyosis, among others. The reporter considered all events related to suspect product. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.